Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not fully deflate. There was no patient involved.

Manufacturer narrative:
Medtronic reference #: (B)(4). Analysis of the returned sample confirmed it was made to specifications and passed all visual and functional tests and there were no difficulties inflating/deflating the cuff. Additional visual analysis shows that the cuff was returned fully inflated and the stylet was still inserted. Additionally, there was a gel like material found in the cuff that is not associated with the manufacturing process. After removal of the stylet, the cuff could be inflated/deflated without any restrictions. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. A review of the manufacturing process was conducted and found that the process and inspection steps are in place to detect the reported condition prior to release of the product for distribution.